Event description:
It was reported the cage broke during surgery. Add'l info was received from the distributor who said, "the device sheered and broke during surgery while the surgeon was turning it". There was no injury to the pt and surgery was delayed about 5 minutes. The device was removed, a spare device was available and used to complete the surgery.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.